Event description:
Setting up new patient-controlled analgesia (pca)- started to prime pca tubing and then it would beep occlusion, attempted to hand prime, still occluded. Switched out to new tubing, same lot number- primed without issue. Pca worked without issue. Clinical engineering and central supply notified. Tubing reference number: 10800175 lot number: (10)25035517; exp. (17) 2028-03-23; identifying number: (B)(4).